Event description:
The lay pt contacted lifescan (lfs0 alleging her one touch ultra meter powered off during use. The pt takes 22 or 25 units of 70/30 insulin each am; she takes the lower dose (22 units) when she goes out shopping during the day because she has experienced several episodes of hypoglycemia while being active during the day. She also takes a fixed daily dose 30 units 70/30 insulin after dinner. In 2006, she obtained an am reading on the reported meter. She said she thought the result was around 140 mg/dl. She took 22 units of 70/30 insulin and went shopping while she was out at about 9:30 or 10:00 am she began to feel sweaty, shaky, and had blurred vision. She attempted to test with the lfs meter, but was unable to obtain a result. She tool oral glucose tablets based on her symptoms and felt better. She attempted to test with the meter when she returned home and the meter did not power on. The cust0mer svc agent (csa) confirmed that the meter displayed the battery symbol, which indicates he battery has insufficient power to perform a test. The pt told the mas she had owned the meter for 5 yrs and had never replaced the battery. She did not recall seeing the battery symbol with blood glucose readings prior the above noted incident. The csa was unable to walk the pt through replacing the battery because the pt did not have battery. The meter, test strips, and control solution were replaced. The complaint is reported because the pt could not obtain a meter result and experienced symptoms that could suggest she was hypoglycemic.